Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not start. The display screen reads maquet and the touchscreen shows as loading but the iabp does not start. There is a continuous alarm and the screen is blank. The led code on the executive board is f0. The iabp can be switched on in the alternative power up mode and the power parameters do not show any reading about mains or batteries in the unit. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not start. The display screen reads maquet and the touchscreen shows as loading but the iabp does not start. There is a continuous alarm and the screen is blank. The led code on the executive board is f0. The iabp can be switched on in the alternative power up mode and the power parameters do not show any reading about mains or batteries in the unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply board and backplane board , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.